Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). The hcp suspected the right ventricular (rv) lead had fractured. Upon review, the presenting electrogram (egm) showed there to be atrial pacing (ap) showing up on the rv channel but falling in blanking. Ts noted ventricular paced deflections did cause deflections on the shock channel but sensed beats on the ventricular channels did not. The presenting egm also showed the rv lead exhibited high out of range pacing and shock impedances and right ventricular automatic threshold (rvat) were detected to be in suspension due to high pacing thresholds. The hcp noted that the rv lead tachy therapy was programmed off. No additional adverse patient effects were reported. This rv lead remains in service.